Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial # (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their recharger stopped working sometime in 2022. The patient said the green light was on the docking station, but when they put the recharging antenna on the dock, the light would just cycle green up and down and never charge. The patient was instructed to perform a hard reset of the recharging device on and off the dock. The issue was not resolved. A replacement wireless recharger was requested to be sent out. The caller noted that they had not seen their healthcare provider (hcp) in a very long time.